Event description:
It was reported that the patient underwent percutaneous pinning of the right hip on (B)(6) 2021 to treat intertrochanteric fracture. The patient suffered severe pain and lack of mobility; her hip was unable to heal properly, and she has permanent damage in her hip which has caused emotional distress. On or about august 2021, the patient underwent surgery to remove the screws which had become loose and hindered healing of the hip. This report is for one (1) washer 13.0mm. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: reporter is attorney for plaintiff. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.